Event description:
Reported due to failure to achieve hemostasis resulting in a surgical intervention. The physician attempted closure of an arteriotomy site with a prostar 10f closure device after an interventional procedure (abdominal aortic aneurysm with stent placement). It is unknown if flouro was performed prior to the procedure. The size and condition of the vessel are unknown. It was reported that a prostar device was deployed however "blood blood came out of the center of the device instead of the marker lumen." A second prostar was introduced but "seal was not achieved." It was noted that the event was due to a "technical error rather than a device error." A cut-down was performed at the femoral site for wound closure. The pt's hospital stay was prolonged for two (2) days as a result of this event. The pt is said to have "recovered well." Although requested, no additional pt information was provided.